Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the black box revealed no evidence of ¿call service (cs) 069¿ alarms. There was one ¿cs064¿ alarm observed on 08/21/2015. The¿ez-prime¿ steps were performed correctly; no ¿cs69¿ alarms or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the motor flex/assembly. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.